Event description:
It was reported that, as the doctor was seating the bone screw in the psl acetabular shell, the tip of the screwdriver broke off and remained seated in the hole of the screw. The surgeon was unable to remove it. He was able to fully seat the ceramic liner without any problems.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the hosp and was not returned to the MFR. Add'l info was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.